Manufacturer narrative:
Qc and calibration were within specifications prior to this event. A field service engineer (fse) was dispatched and replaced the glucose module.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that twenty-two (22) patient samples for glucose (glucm) did not match (erratic) when running in the duplicate or critical rerun mode, generated by the unicel dxc 600 pro synchron chemistry analyzer. Patient treatment was not affected in this event as the customer runs glucose samples in duplicate mode and verifies results prior to reporting.